Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: lost consciousness. A pt reported they were treated by emt. Their meter allegedly would only prompt insert strip message. The pt was unable to test on pt's meter. The result on the emt meter was 32 (units unknown). The time difference between pt's meter and emt meter was unknown. Treatment was unknown. Pt explained that the emt cleaned pt's meter with alcohol. Pt stated that the reason why pt has been unable to test is mainly due to the emt using alcohol on pt's meter. Pt's meter was replaced. No further info has been reported.